Manufacturer narrative:
Event date: date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a harsh fall approximately one month prior to report, and she had experienced pain relief not being nearly as good as well as random shocks at the ins site. An impedance test was run, and electrodes 2 and 7 were out of range. These electrodes were programmed around, and the representative mapped both leads to determine distribution of paresthesia, resulting in the patient only getting right side coverage with both leads as opposed to also getting left side coverage prior to fall. X-rays will need to be taken in order to confirm lead migration. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient's weight was unknown. Cause was not determined. Issue was not resolved.